Event description:
During revision of a competitor component, restoration modular distal stem inserter it would not screw down properly onto the stem and just kept rotating w/o holding the stem firmly. Another item was used instead and case completed as originally planned with 15 mins delay but no medical intervention required.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.